Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. H3: visually, there was no damage in the construction of the device. There was no damage to the distal tip and no loose components. The proximal outside diameter of the outer hub shall be 0.340 +0.003/-0.001 inches and measured 0.341 inches which was in specification. Functionally, the inner assembly spun freely by hand with no binding. The blade fit securely into a handpiece and oscillated at 5000 rpm with no issues. In the returned condition, there was no out of specification condition that was related to the complaint. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to usage, when the doctor installed the blade into the handpiece, found that the blade had obvious shaking. The doctor tried to reinstall the blade many times but useless. Finally, the doctor changed a new blade and the new blade could function normally. There was no patient involvement.